Manufacturer narrative:
"Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight, complete event information, and complete device information, including UDI (unique device identifier).

Event description:
It was reported that the ipg reached end of service (eos) and the patient lost therapy. It is unknown if the ipg depleted prematurely. Surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.